Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used in a stent procedure (patient age, gender, and weight unknown). According to the complainant, as the guide wire exited the scope into the patient's ureter, it was noted that a significant number of chips from the blue coating of the wire fell off into the patient's ureter. They did not remove the chips from within the patient, they allowed them to pass naturally. The procedure was successfully completed used a different type of guidewire. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.